Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.5 x 8 mm - (part#1009517-08/lot#61213p1/serial#(B)(4); (part# 1009517-08/lot#61213p1/serial#(B)(4)). The stent remains in the patient. There was no reported product deficiency. The reported angina and re-stenosis are listed in the product instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2007 the patient underwent stenting in the pre-dilated right posterior descending artery, distal right coronary artery (drca), and proximal left circumflex artery with a total of five xience v stents. On an unknown date in (B)(6) 2010, the patient experienced angina. On (B)(6) 2011, the patient underwent balloon angioplasty with additional stenting using another xience v stent in the 70 to 100% stenosis in the drca. On (B)(6) 2011, the patient underwent balloon angioplasty with additional stenting using another xience v stent in the 70 to 100% stenosis in the first obtuse marginal artery. The patient condition resolved on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.